Event description:
Patient had ivc filter placed in the infrarenal ivc. Patient started complaining of back pain so a CT scan was performed. The CT demonstrated apparent ivc filter migration inferiorly with legs extending outside the cava, consistent with vessel penetration. Approximately two weeks after implantation, the filter was snared and removed successfully. After filter removal, the inferior vena cava appeared normal with no evidence of damage. A filter from another manufacturer was placed back into the ivc. No other device identifiers are available.